Manufacturer narrative:
No device was returned to nuvasive for evaluation; the reported event was confirmed by review of a photograph of the fractured device. Operative notes and/or radiograph images were not provided for review of usage/technique. A review of the device history record was performed and no discrepancies relevant to the reported event were found. A definitive root cause was unable to be determined with the information provided. Labeling review: "residual risks to the patient associated with use of general surgical instruments are: instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure. Such malfunctions include instrument fracture, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration; instrument fracture may also result in injury to the patient." "Residual risks to surgical staff associated with use of general surgical systems are: instrument failures or malfunctions which prevent intended use, resulting in decreased operational efficiency and general inconvenience." "Pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures.the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury." "Intra-operative warnings: the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
During the procedure, the tip of the anchoring pin broke off in the vertebral body at left l5. The fragment was not retrieved and therefore remains implanted in the patient. No further patient or case impact was reported.